Event description:
Healthcare professional reported right side pain and a deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold, wear abrasion, opening lineal, broken shell and others and missing shell (0-25%). A leak test and microscopic analysis was performed which identified striated broken on the anterior, striated opening on the radius and a smooth crease on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation and pain.

Event description:
Healthcare professional reported right side pain and a deflation. Device has been explanted.